Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient developed a ¿mass on the l2.¿ the mass was pressing on her spine and the patient could not get into the clinic until the day following the report. It was later reported that the patient had been to the doctor¿s office on (B)(6) 2013 at which time the doctor increased the pump dose from ¿2.7¿ to ¿3.5.¿ the following the day the patient discovered an egg shaped lump on the base of her spine where the catheter was inserted, not where the catheter tip was. The patient stated that she knew she had a cerebrospinal fluid (csf) leak and she knew she was not getting any medication. The patient then saw the implanting doctor on (B)(6) 2013. An x-ray was performed and the patient was told that it appeared the catheter was starting to coil but the tip was still in place. The patient stated they thought the insertion point at l2-l3 was larger than the catheter; the patient noted the catheter tip was in the thoracic region. The doctor told the patient that she needed to ¿take it easy, don¿t bend over, don¿t lift more than 5 pounds, etc¿¿. The patient stated that she was not exerting herself anyway as she had an l1-s1 infusion. The patient became nervous as the lump had developed from an egg shape to a more ¿volcanic¿ shape. The patient was to meet with the doctor on the day of the report. The device system delivered dilaudid 10mg/ml. Additional information has been requested but was not available at the time of this report.